Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc231670e0, model:sc-2316-70e, serial: (B)(6), batch: 7090204.

Event description:
It was reported that following a trial procedure the patient was experiencing procedural chest pain. The patient went to the emergency room (ER) and was sent home. The physician could not determine cause nor find anything wrong. The patient underwent an early lead pull. The explanted device components were discarded by the facility.